Event description:
Boston scientific (bsc) crm rec'd info that this pt's atrial and ventricular leads had dislodgement. The leads were successfully repositioned and remain actively implanted. The event date was not available.